Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced ¿pain around their implantable pulse generator (ipg) for the past five days¿. It was also reported by the patient that they were unsure if their ipg was working. The ipg remains in use. No further patient complications have been reported as a result of this event.